Manufacturer narrative:
Additional information was received indicated that the center reported a high priority alarm followed by a pump stop. The patient felt as if they were going to faint. No further information was provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Device involved in this event: (B)(4) - battery / catalog number 1650de / expiration date: 06/30/2017. (B)(4). Device evaluation anticipated, but not yet begun MFR date: 06/22/2016. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual instructs users to return any damaged components to heartware. Inability to read the display associated with an alarm may result in no action or the wrong or inappropriate action taken in response to critical alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the rehab center staff exchanged the patient's controller and one battery after the controller display went blank. The controller was exchanged and battery was replaced with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
After further review of additional information received sections date rec¿d by MFR, device evaluated by MFR have been updated accordingly. It was reported that the controller's display went blank. One controller (con213056), one battery (bat219904) and one controller ac adapter (cac010626) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that all devices passed visual inspection and functional testing. Log files revealed 2 controller power-up events on (B)(6) 2017 at 18:06:55 and 18:12:27. This was most likely related to the reported "display went blank". The data point prior to the controller power up, at 17:59:12, revealed that bat219760 was connected to power port 1 with 77% relative state of charge, and bat219904 was connected to power port 2 with 80% rsoc. The logs recorded a spurious safety alert word (saw) value for bat219904, indicating that a communication error had occurred between the controller and battery within the preceding 15 minute interval of the last data point (17:59:12). The communication error is an observation that most likely would have not affected the functionality of the battery. Based on the analysis of the devices and available information, a possible root cause of the loss of power can be attributed to a disconnection of both of power sources from the controller. The controller (con213056) contained the smr software. Other device involved in this event: bat219904. FDA method code: visual inspection c92023; FDA 38, analysis of data log(s) c102867; FDA 3372, interoperability evaluation c91951; FDA 20, actual device evaluated c91896; FDA 10. FDA results code: interoperability problem c92070; FDA 3213 FDA conclusion code: quality system deficiency c91885; FDA 25. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.